Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump touch screen was cracked and unreadable. Subsequently, the customer experienced a blood glucose (bg) level displayed as "high." A manual injection of insulin was administered to treat bg level. Reportedly, the customer reverted to manual injections for insulin for insulin therapy.